Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. Although the reported event was confirmed, the cause could not be further specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the ultrasonic probe was loose. Also, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped/detached, the elevator channel plug was loose, the adhesive around the objective lens was peeled, the paint on the air/water cylinder was peeled, the number of missing elements exceeded the standard value due to damage on the ultrasonic probe, the image had white dots and shadows due to damage on the charged coupled device (ccd) unit, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasonic probe of the evis lucera ultrasound gastrovideoscope was loose. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was insufficient adhesive in the screw holes on the distal end. The report is being submitted due to defect found during evaluation.